Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2020, screws are loose due to nonunion. The patient is experiencing pain with activity and has numbness over great toe. Surgeon plans include bone stim using ultrasound technology and a recheck in six months or one year. The device was not returned to the manufacturer for evaluation as all tmc hardware currently remains implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. However, it is possible the screw was not completely locked during initial placement and/or post-operative activity of the patient led to its eventual loosening. The instructions for use and surgical technique include statements regarding post-operative care and the proper method for inserting screws into a plate. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, screws are loose due to nonunion. The patient is experiencing pain with activity and has numbness over great toe. Surgeon plans include bone stim using ultrasound technology and a recheck in six months or one year. All hardware currently remains implanted. Although there has been no injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.